Event description:
It was reported that two (2) patient incidents occurred with an electrosurgical unit (esu/generator) upon an endoscopic retrograde cholangiopancreatography (ercp). Three (3) other erbe esus were also possibly used in the ercps [model vio 200 d, part number (p/n) 10140-200, and serial number (s/n (B)(6), manufactured on 06/29/2015; model vio 200 d, p/n 10140-200, s/n (B)(6), manufactured on 05/13/2015; as well as model vio 3, p/n 10160-000, s/n (B)(6), manufactured on 04/23/2020]. No information was provided regarding any accessories used in the procedures or the equipment settings. After each ercp, post-operative bleeding occurred. Each time there was additional intervention work (i.e., an endoscopy, stent insertion, and adrenaline injection).

Manufacturer narrative:
All the esus were thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check of the generators. All features were/are functioning properly within specifications for the devices. Finally, no anomalies were found in the review of the device history record (DHR) of the esus. In conclusion, no equipment problem was found that would have caused or contributed to the events. An evaluation of the chronological data from the units revealed that only one (1) of the esus (model vio 3, p/n 10160-000, s/n (B)(6)) logged procedures on the day of the events. Additionally, the length and power outputs on the generator used that day were unremarkable. Most likely, there were many factors involved with the reported incidents (e.g., patient condition/disease state, equipment settings, endoscopic technique, etc.). However, based upon the limited information provided, a conclusive determination of the cause(s) of the incidents could not be determined. Erbe USA, inc. Is now closing the file on these events.